Manufacturer narrative:
This report is associated with argus case (B)(4), polident 3 minute.

Event description:
She accidentally drank the polident solution her dentures were soaking in and she believed she might have swallowed part of the tablet as it was dissolving [accidental device ingestion]. She had an upset stomach. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for oral hygiene. Co-suspect products included double salt denture cleanser (polident overnight denture cleanser tablets) tablet (batch number me261613b, expiry date unknown) for oral hygiene. On (B)(6) 2017, the patient started polident 3 minute and polident overnight denture cleanser tablets. On (B)(6) 2017, less than a day after starting polident 3 minute and polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant), upset stomach and accidental ingestion of drug. Polident 3 minute was discontinued on (B)(6) 2017 (dechallenge was unknown). Polident overnight denture cleanser tablets was discontinued on (B)(6) 2017 (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion, upset stomach and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion and upset stomach to be related to polident 3 minute and polident overnight denture cleanser tablets. Additional details, the adverse event information was received on (B)(6) 2017. Consumer was (B)(6), stated she thought she accidentally drank the polident solution her dentures were soaking in and she believed she might have swallowed part of the tablet as it was dissolving. Consumer stated she had both polident 3-minute (size not specified) and polident overnight whitening 120 CT and did not know which product she swallowed or if she actually did swallow the product. Consumer stated she believed she swallowed the product because she had an upset stomach. When asked, she did not say if she still had the upset stomach. She would not speak with a doctor but was transferred to poison control. Consumer was using the product to clean her dentures. Lot number was provided me261613b for the polident overnight whitening 120 CT. No lot provided for the polident 3-minute product.